Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings of approximately 390¿400 mg/dl after a larger than announced meal, and the ilet pump began compensating for the elevated glucose. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no medical intervention, hospitalization, or emergency care, and the user opted to monitor for a period and call back if glucose did not decline or remained elevated. Investigation included technical review and user education regarding meal announcement accuracy and device use. Investigation of this case revealed use-related error related to underreporting meal size, with device performance consistent with design and no evidence of device malfunction. It was concluded that the event was attributable to user handling related to meal announcement rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.